Event description:
The account alleged the bed was moving by itself. No pt impact.

Manufacturer narrative:
The tech found the up button was stuck on the hand pendant. The tech replaced the hand pendant to resolve the issue.